Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 49 mg/dl on the first day of pump usage reportedly, the pump basal rate was set too high. Customer treated the low bg levels by consuming milk, peanut butter, and pretzels. The customer reported that the health care provider adjusted the pump basal rate settings which resolved the issue.